Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer would not boot up. The manufacturing representative re-installed the software. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735638; software version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site went to turn on their navigation system today and got the green power light and the splash screen, but the screen went fully black. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. (B)(4). If information is provided in the future, a supplemental report will be issued.